Event description:
It was reported the valve leaked and there was a backflow of blood. The valve reportedly did not fit properly. There were no patient consequences reported.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. Based on the information provided, the cause for the reported leaking and difficulty with the valve fitting properly remain unknown. Corrective action was initiated to address tears in the hemostasis seal of the introducers.